Event description:
Boston scientific crm received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired. It was reported that the pt had a syncopal episode and was unresponsive. An emergency response team administered CPR. They reported the pt was in a ventricular fibrillation arrhythmia. The available info suggests a shock was not delivered from the device. The device had been interrogated a few days prior. At that time, all lead measurements were acceptable and in range.

Manufacturer narrative:
As of today, this device has not been returned for analysis. Should additional info becomes available, or if the device is returned, this event will be updated